Manufacturer narrative:
Taper ii. The product associated with this report was not returned as the device has not not been explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustments to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Reported by the patient as not feeling any restriction with the band. She feels she may have a leak in the band.